Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 19.5-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of failure to capture and noise were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise on the egm ventricular channel and loss of capture below 5.0v in unipolar configuration. The device was reprogrammed. Subsequently, this rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise on the egm ventricular channel and loss of capture below 5.0v in unipolar configuration. The device was reprogrammed. Subsequently, this rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.